Event description:
It has been reported to philips that the system gave an error message and shut downtown during case. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system gives error message and shut downtown. Review of the system log file showed that the x-ray generator errors and warnings. To resolve the reported issue the fse replaced the x-ray tube assembly. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.